Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient found a broken twist clamp on a uv flash transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection and microscopic inspection were performed and identified damaged patient adapter and broken occluder feet. Functional testing of the device included leak testing, clear passage testing, and clamp function testing; broken occluder feet (leak through the set) was identified in both leak testing and clamp-function testing. The reported issue of broken twist clamp was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.